Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had sinus ventricular tachycardia (svt) episodes. These episodes were not seen via the "quick look report" but under "episodes" through the carelink transmission. The clinician missed the tachycardia due to this and requested that all svt episodes be recorded on the "quick look" page.